Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette locked but displayed a "cassette not locked" error. Event occurred during start up. There was no report of patient involvement.

Manufacturer narrative:
One device was returned in good condition for analysis of complaint that cassette locked but "cassette not lock" error was shown. There have been no complaints raised in the last 12 months with the same issue. The lock sensor was replaced. After the faulty lock sensor was replaced, the pump registered when the cassette is locked. Pump passed functional and accuracy testing.